Event description:
The account stated that the cell-dyn 1800 analyzer has generated a discrepant platelet result when compared to the platelet result tested in another laboratory. The initial platelet result = 46 k/ul, when tested in another lab, the result was 13 k/ul and was confirmed with a blood smear. The account's qc results have been in range. The doctor questioned the results and stated that the patient has a history of having a low platelet count but the results that generated are too low. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.